Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that new battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.